Event description:
It was reported that during an interventional stenting procedure in a mildly calcified, left internal carotid artery, the emboshield nav6 recovery catheter would not cross the implanted xact stent after post-dilatation. The tip of the device was catching on the proximal edge of the stent. The nav6 recovery catheter was removed without resistance from the patient anatomy. A rx accunet shapeable tip recovery catheter was used to successfully remove the nav6 filter. There was no reported clinically significant delay in the procedure or adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. An analysis of the returned device could not confirm the reported issue. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.